Event description:
It was reported that the patients ipg was unable to keep a charge. The patient underwent a revision procedure and doing well post operatively. The explanted device was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.